Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device, as well as the quik-combo therapy cable used during the event, but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that the patient was connected via a therapy cable and defibrillation electrodes (brand unknown) during an event. The customer advised that medical personnel tried three different sets of defibrillation electrodes during the event but that did not resolve the reported issue. The customer further advised that medical personnel were able to use the device's ECG cable to confirm that the patient's ECG waveform was non-shockable (asystole). The customer advised that the patient was pronounced deceased at the scene, and that patient care was not compromised during the event because a backup device was immediately available if defibrillation had been necessary.

Manufacturer narrative:
After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic records physio-control observed that when powered on, the device was configured to display the ECG waveform in lead ii. In the electronic patient record, physio-control confirmed that the device was able to display the patient rhythm through the standard ECG electrodes that were connected to the patient while in lead ii. Physio-control further confirmed that lead button was never pressed by the device user in order to to change the device from lead ii to paddles lead ECG. As a result, the user would not have been able to view the patient rhythm using the defibrillation electrodes. There was no evidence of a device malfunction. Based on the information available, it's reasonable to conclude that the cause of the reported issue was use error due to the device user not pressing the lead button in order to change the device from lead ii to paddles lead ECG.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not detect that the patient was connected via a therapy cable and defibrillation electrodes (brand unknown) during an event. The customer advised that medical personnel tried three different sets of defibrillation electrodes during the event but that did not resolve the reported issue. The customer further advised that medical personnel were able to use the device's ECG cable to confirm that the patient's ECG waveform was non-shockable (asystole). The customer advised that the patient was pronounced deceased at the scene, and that patient care was not compromised during the event because a backup device was immediately available if defibrillation had been necessary.